Manufacturer narrative:
Pump was functional. Balloon performed within specifications.

Event description:
The ballon and pump were removed from the pt due to leakage - damage to tubing during prior general surgical procedure (prostatectomy).